Event description:
Event description guidant received information that less than a month after the implant procedure, the ventricular implantable lead was suspected to have dislodged. Intermittent capture was noted at 7 volts. Impedance measurements were within normal limits. In addition, the atrial lead was suspected to have dislodged and migrated to the ventricle. The electrogram markers displayed an atrial pace, but there was no capture. The atrial sense marker lined up with the r wave. A chest x-ray was performed. The atrial lead was explanted and replaced, however the ventricular lead remains implanted.